Manufacturer narrative:
H6: investigation summary: this memo serves to summarize findings on the recent complaint on product 220252 (swab flock minitip flexible), lot number 192020, where it was observed that there adverse effects from using the swab to collect a covid sample. Event description: " covid swab test was performed. Patient experienced headache, trace bleeding and tearing of eyes and complained she felt something in her nose. Later that day patient had ringing in her ears. Patient also noted that 4 days after test, her left nostril still hurts." Complaint history review: a review of past complaints on this product over the past 12 months does not indicate a trend on this defect mode. Device history record review: a review of the device history record did not reveal any manufacturing issues that would contribute to this defect. Sample analysis: no return samples or photos were provided. All retain samples were found to be satisfactory. Evaluations results: based on the investigation, no defect was observed in either the device history record or retention samples. A root cause for this defect is unknown. Investigation conclusion: based on the evaluation of the investigation, the complaint was not confirmed. No complaint trend is present. No further action will be taken as this is an isolated incident. Bd will continue to monitor for trending. H3 other text : see h10.

Event description:
It was reported that while using bd¿ swab flock minitip flexible for covid swab test, the patient experienced headache, trace bleeding and tearing of eyes. Patient also felt sensation of something remaining in nose and ringing in ears. Additional information is unable to be obtained as contact information was not provided.

Manufacturer narrative:
Medical device lot #: 192020 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, however, md was used as a place holder. The initial reporter also notified the FDA on 26 october 2020. Medwatch report # mw5097371. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using bd¿ swab flock minitip flexible for covid swab test, the patient experienced headache, trace bleeding and tearing of eyes. Patient also felt sensation of something remaining in nose and ringing in ears. Additional information is unable to be obtained as contact information was not provided.